Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to cardiac arrest. It was not reported whether the pt was hospitalized prior to death. It was not reported whether an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.